Event description:
The waveform dampened on the pump and the dr was unable to flush or aspirate the inner lumen. On 6/17/98, the following was reported to datascope: there was a loss of arterial pump waveform and it was not possible to flush or aspirate from the catheter. The catheter was manipulated by the physician but there was no improvement. The iab was removed and another iab was inserted. There was no pt injury or complication as a result of the event. The pt remained in ICU intubated on vasopresssors. [Event complications]: none from the event-reported 5/26/98 and 6/17/98. [Pt's current status]: in ICU-rpt'd 6/17/98.

Manufacturer narrative:
Eval: the iab was rec'd intact for eval with blood noted on the balloon's exterior surface. The membrane was noted to be completely unfolded. Underwater leak testing revealed no leaks in the device. It was not possible to pump the iab on the lab sys 97 iabp due to the condition of the returned membrane. Examination of the inner lumen revealed it to be patent. A trace amount of blood was noted within the inner lumen but it did not contain any clots. As a test, water was aspirated through the inner lumen with no abnormal resistance encountered. A lab 0.030" guide wire easily passed through the lumen with no abnormal resistance encountered. The inner lumen was within datascope's mfg specs. Probable cause of difficulty: no defect was found in the iab or inner lumen. It is not possible to determine the exact cause of difficulty based on the given event description or lab examination. The dampening of the pressure waveform or the inability to aspirate via the inner lumen indicated that the inner lumen may have become occluded in some way or that the inner lumen may have kinked within the pt. It is possible that the tip of the iab was within a subintimal space, that the tip or inner lumen was temporaily occluded by clotted blood, or that a kink, possible due to a severe vessel tortuosity, caused the loss of the pressure waveform or the inability to aspirate. "A fast forward flush is recommended hourly to helmp maintain patency of the central lumen. Always aspirate 3 cc initially if the central lumen aortic pressure line or the central lumen becomes dampened. If resistance is met upon aspiration through the inner lumen, consider the lumen to be occluded. Discontinue use of the central lumen by placing a male luer cap on the female luer fitting. Do not manually flush the central lumen with a syringe." (This follow-up MDR was mailed to the FDA on 7/8/98).